Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos. No information has been provided by the user facility. It had been confirmed by the user facility that the patient had to be woken up from general anesthesia and the procedure was subsequently cancelled due to the alleged malfunction. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution lumenis is reporting this as an adverse event. A review of the subject device history records (DHR) determined that the subject device was manufactured, tested, and found to have met all lumenis specifications prior to release of sale. A review of historical service records found the subject device was installed at the user facility on (B)(6) 2016 and has had its annual preventative maintenance ever since. No system malfunctions were reported since the initial installation. The device has not been returned for analysis by the facility; therefore a failure analysis of the complaint device could not be completed. It had further been reported that the facility 'fixed a broken mirror' (on the device) and the system has been in use ever since. If any further relevant information is identified with which to determine root cause, a supplemental medwatch will be filed.

Event description:
A user facility reported that right before utilizing their lumenis ultrapulse total fx they were test firing the system, and they found that the treatment pattern they were planning to use appeared "abnormal"; therefore they did not use the system on the patient. It was further reported that the patient was under 'full anesthesia' and needed to be awakened. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.